Event description:
The customer reported the sys intermittently shuts down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the power cable. The sys operates as intended.